Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead insulation damage was suspected but this was not confirmed. Provocative maneuvers were performed; the noise was reproducible. Imaging was performed; no anomalies were noted. No additional intervention was performed. The rv lead will continue to be monitored. The patient was stable.